Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: review of the black box revealed power interruption at the time of the alleged temperature issue on (B)(6) 2017 at 07:57. A battery was not returned with the pump. The black box verified that the voltage was steady without sudden drop prior to the power interruption. On investigation, the pump powered on and was exercised for 24 hours without any rebooting, loss of power or temperature issue duplicated. The pump¿s electrical current draws were measured and found to be within required specifications. There was no evidence of moisture inside the battery compartment or inside the pump¿s interior compartment. There was no damage or defects of the pump¿s internal components. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be functioning as intended without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.